Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, the patient underwent implant of a 29mm sapien 3 in the mitral position. The operator experienced great difficulty in inserting the delivery system through the esheath but was able to advance it with great pushing force. On fluoro, a bent on a strut of the valve frame was noted. The devices were retrieved as a unit. No harm was caused to the patient. A new device and esheath were prepared and the implant was successfully executed.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings codes. Corrected h.6 investigation conclusions codes. The valve was returned for evaluation. During visual inspection, the valve was noted to be crimped with one bent strut on the outflow side of the valve. The valve was expanded and one strut remained bent on the outflow of the valve at c2. The valve frame was distorted, and all leaflets were wrinkled and dehydrated. Multiple struts were exposed through the skit which is normal after crimping. A puncture was noted on the sheath strain relief and the valve strut appears to be protruding under the strain relief. Sheath liner and hdpe damage was noted under the strain relief. Imagery provided by the site was evaluated and the fluoroscopy image reveals a bent strut on the outflow of the valve. No functional testing was able to be performed due to device return condition. Additionally, no dimensional testing was able to be performed due to the device return condition. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to frame damage. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation training manual, and procedural training manual were reviewed. The operator is instructed to correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Additionally, since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. The frame damage was confirmed from the imagery and the evaluation of the returned valve. A review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per complaint description, 'first operator experienced great difficulty in inserting the commander delivery system through the esheath, and another operator was able to advance it with great pushing force. On the screen it was visible what appeared to be a bent on a strut of the frame'. Per procedure training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.' These patients and/or procedural factors alone or in combination can create a challenging pathway as these creates sub-optimal non-coaxial angles for delivery system advancement through the sheath requiring a high push force. High push force can result in frame damage as the struts can potentially get caught onto the sheath. Without further information (patient information) a definitive root cause is unable to be determined at this time. However, available information suggests that procedural factors (high push force) may have contributed to the complaint event.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02175. Investigation is ongoing.